Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 142 mg/dl. Reportedly, the customer did not have backup therapy available and declined follow-up to ensure backup therapy was obtained.